Manufacturer narrative:
Findings: pump was received with ghosting display. Problem isolated to lcd board. No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that she had purchased new pump and it appeared to be defective on the screen. The customer stated the screen is not clear, it is shaded and you see the number in the background and letters. The customer was advised that we will send a new replacement pump.